Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107: multiple abnormal shutdowns, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and the rear therapy electrodes, causing the service codes. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing service code 107: multiple abnormal shutdowns and service code 204: belt/monitor unusable.